Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable causes the pump to alarm air in line alarm. During the filling process, it was noticed that the air is not being removed from the tube or is being removed with difficulty. This was also a problem for the end user, as the air bubble eventually dissolved after some time, triggering an air alarm. No adverse patient effects were reported by the customer".

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.